Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl due to needing settings adjustments. Low bg was addressed by consuming orange juice. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.